Event description:
Bioknotless anchors were used for a posterior lateral stabilization of the right shoulder. Patient continues to complain of pain and stiffness, with a follow up arthroscopy done in 2003 for lysis of adhesions. After continuing complaints of pain, stiffness, and loss of mobility, an arthrogram with an MRI was ordered when xrays appear normal. MRI was rendered undiagnostic, when a metal object appeared to be present. CT done at hosp in 2006 reports a metallic density in the soft tissues medial to the shoulder. Follow up was done in another city, with surgery to remove the metal done in another part of the country, where the patient now attends college. This surgery was done three months later. Currently on file is a picture of what appears to be the end of an inserter that is used to place this item during the initial repair. Model number 212729 with lots from both 0209139 and 0212159 were used in the original surgery.